Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead dislodged from its target location in the patient approximately a week after being implanted. Surgical intervention was required and a new lead was implanted while the dislodged lead was explanted. The explanted lead will be sent back for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, there was dried blood and body fluid in the helix mechanism and housing, but nothing visually wrong with the lead that would cause a dislodgement. The allegation was not confirmed and the lead met specification.